Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets would not flow. It was further specified that there was some unintentional connections made at an angle. The customer attempted to flush the device with saline during patient use. When the device did not flow, the customer replaced or removed the cap and connected directly to the catheter extension tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.